Manufacturer narrative:
The device was not returned and attempts to obtain the catalog and lot numbers were unsuccessful. Without the delivery system, angiographic images, additional information/details, no further investigation can be performed. The root cause of this failure mode cannot be determined based on the information provided and is considered inconclusive.

Event description:
"Sudden death:after the relay plus was implanted, the patient was discharged, but dropped dead at home.the product information, event date, and date of death are all unknown. As the family refused to answer the doctor's questions, the cause of death cannot be determined. However, the doctor thinks that the patient developed retrograde type a dissection (rtad) as the ascending aorta was originally large.(primary disease: complicated type b aortic dissection (ctbad))."